Manufacturer narrative:
Event date is estimated. Device unique identifier(UDI)- the device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years and 1 month. No additional information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient developed a driveline and pump pocket infection after approximately six and a half years of lvad support. The onset of the driveline infection occurred in (B)(6) 2016. The patient was treated with ciprofloxacin intravenously and with oral suspension. The patient was under hospice care, and on (B)(6) 2017, the patient¿s family elected to have care withdrawn, and the patient expired. The reported cause of death was multi-system organ failure. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.